Event description:
It was reported that, "the guide wire came loose. The dr's glove got caught, fell off, and contaminated. Contaminated since the guide wire was not holding properly.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.